Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient suffered from phrenic nerve impulse shortly after implanting the leads. When a threshold test was done, there was high bipolar threshold measured with phrenic stimulation. It was decided to reprogram the right atrial (ra) and right ventricular (rv) leads. During the new programming the phrenic nerve impulses were still observed. After leaving the hospital, the patient complained about diaphragm pacing which happened 4 times a day for about 5-6 seconds. It was advised to turn off the lead monitors of both leads. The leads remain in use. No further patient complications have been reported as a result of this event.